Event description:
A ventilator was returned to a third party service center for routine preventive maintenance. There was no allegation of device malfunction. During the evaluation of the device, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and oxygen blending module board were replaced to address the issues.